Event description:
A high impedance event was discovered, during a periodic review of the manufacturer¿s in-house programming history database. On (B)(6) 2017 a system diagnostic was performed on the patient¿s device and results indicated high lead impedance. Additional relevant information has not been received to-date. No known surgery has occurred to-date.